Event description:
It was reported that a patient underwent a mammoplasty reduction and reconstruction procedure on an unknown date and continuous suture was used. After approximately two weeks, redness developed in the suture and knot area. After more than three months, nearly non-absorbed suture pieces could be removed from the skin surface. Visually it looked like an allergic reaction with keloid and seroma formation. The surgeon stated the patient is unhappy because of the cosmetic result.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device product code and batch number associated with this event is not known. The international affiliate reports the following possible product codes and batch numbers:product code y683h, batch unknown,product code mpy683h, batch dm5bcqp, mfg date: 11/15/2011, exp date: 12/31/2016.in addition, a review of the batch manufacturing records for the batch number dm5bcqp was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. It was visually inspected for integrity and the sterile foil meets the requirements.